Event description:
It was reported that the stryker implants were removed because of altr. Replaced with zimmer stem and stryker liner.

Manufacturer narrative:
It was noted that the devices are not available for eval. Add'l info has been requested and if received, will be provided in a supplemental report.